Event description:
A report has been received from a hemodialysis user facility who has reported the following incident: a patient had started dialysis when blood was noticed to be squirting from both venous and arterial lines. The rn clamped the line. The ebl was 600cc. The facility has been contacted for additional information. It has been learned on (B)(6) 2011 in speaking with the reporter, that the patient is fine and that no medical intervention has resulted. The nurse reported that they did not see the leak during prime; however, when the dialysis treatment was started, they noticed the blood loss. A new set was used to complete the treatment. A stat h and h was drawn and confirmed that the results were within normal limits. The patient did not require any medical treatment. A new set of hemodialysis bloodlines were used to complete the treatment as prescribed without further incident. The patient was discharged to home when the treatment was complete. The sample is available for evaluation.

Manufacturer narrative:
(B)(6). Device history record review: the DHR of this product (03-2622-3) lot (10nr01218) was reviewed and the following highlights were found: the assembly of this product did not have any documented ncr's or reprocess or deviation associated with the complaint. All the applicable in-process and final inspection tests were conducted in order to ensure product integrity and were documented with acceptable results. The lot numbers of the tubes were investigated to confirm if the component involved in the assembly of this product had a non conformance report (ncr). The results were negative. Sample analysis: the actual bloodline was received for evaluation. During visual analysis of the actual sample, it was confirmed a cut on the arterial tubing which was identified between the main line tubing to the bottom of the venous chamber. During the investigation, the possible causes for the defect were identified. Corrective action: based on the data obtained from the investigation, there is no indication that this defect occurred during the manufacturing of the device. A due diligence was performed in the manufacturing process and opportunities of improvement were found, changes are documented through work order form (rpem-006-01). This improvement was performed on (B)(6) 2010. This lot was manufactured prior to the improvement. Manufacturing personnel were informed including pictures. Conclusion: the reported complaint is confirmed. (B)(6) na will continue to monitor and trend.